Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced muscle stimulation. There was also loss of capture at 5 volts 1.0 milliseconds. The lead was found to have dislodged. A revision procedure was performed and the lead was surgically abandoned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.